Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used pencan 0,42/88(g27 x 3 1/2")+0,7/35(g22) with open packaging. The received sample was taken to a visual examination. The pencan cannula and the mandrin are not assembled. The used pencan cannula is broken off approx. 60 mm away from the cannula hub. The structure of the break of the raw cannula shows that the cannula was bent before the break. The broken-off part (20 mm) with the cannula tip was not handed over by the customer. In addition, the outside diameter of the pencan cannula was measured according to drawing. Nominal-value: 0.42 +0.01/-0 mm. Actual-values: used sample= 0.42 mm. The measured values (outside diameters) of the pencan cannula is in accordance with our specification. With regard to the used sample we assume of problem during the application and consider the complaint to be not justified. We have informed our manufacturer accordingly. Visual inspection: we confirmed that needle was "bent", and broken at the 60 mm point from the hub. Dimensional test: result: 0.426 mm (spec: 0.42 - 0.43 mm). Stiffness test (retention sample): result: 0.316 mm (spec: max 0.65 mm). Conclusion: the measured values was accordance within our specification. With regard to the used sample we assume of problem during the application and consider the complaint to be not justified.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): usual protocol, sitting, surgical disinfection, gloves and sterile equipment. First puncture with 27g pencan: bone contact preventing the realization of spinal anesthesia, removal of the needle and introducer-> thrown away. 2nd puncture with 25g pencan: one floor up: nothing to report. Discovery of abnormal length of the first needle, lack of the tip of the needle. Sequestration of the remaining part of the device, the patient being stuck and showing no clinical signs deficit, the operation took place with the agreement of the surgeon. The patient was informed in block of the problem and the way forward (post operative care x-ray scanner and emergency neurosurgical opinion). Advice from the doctor (B)(6) 2016 with the medical imaging results, the fragment is in the right vertebral joint. No surgical indication selected in view of the complexity and the lack of discomfort of the patient. See with the patient and family (B)(6) 2016: the patient shows no clinical sign. Explanation that the broken needle is stuck in a bone wall and the risk of mobilization is low, it is far from the dural sheath, and the device is sterile ( minimal risk of infection). Under these conditions and after discussion with the doctor, it seems reasonable not to try extraction surgery. Scanner in one month and verification of the absence of secondary complications, family will contact us in case of problems.